Manufacturer narrative:
The reported event of suspected lead insulation damage was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead revealed blood inside the lead which had entered through the helix during the procedure. No other visual anomalies were observed.

Event description:
During an implant procedure, the physician attempted to change the positioning tools to a more firm set in order to achieve optimal lead placement. While attempting to remove the stylet, blood filled the right ventricular (rv) lead. The physician alleged lead insulation damage as the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.